Event description:
It was reported that the patient had the 15 cm cx inflatable penile prosthesis removed due to unspecified reasons. A new cx inflatable penile prosthesis system consisting of 21cm x 12mm cylinders, pump, and reservoir was implanted.